Event description:
Small black piece of plastic fell into patient's left eye, which had lidocaine jelly in it, surgeon removed piece and wiped area with betadine and thoroughly flushed eye, plastic was from microscope handle cover.